Manufacturer narrative:
(B)(6). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k200056. The system was evaluated by a field service engineer (fse). The fse replaced the vacuum control printed circuit board (pcb) and face plate; system vacuum was calibrated and a field service checklist was performed. The unit complied with all factory settings. The review of the device history record (DHR) for catalys system (s/n (B)(4)) showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported patient suction loss during laser firing. Error 02-006 (possible fluid/suction loss - patient movement detected error) was observed. The procedure was complete successfully and without complications.